Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were intact. The investigation found all cases in excellent condition. The pump event history showed a base hardware failure and a battery communication timeout failure message. During power up process the technician found the reported cause of the issue to be a base hardware failure and battery communication timeout. The cause of the reported issue was due to the interconnect board does not operate as intended. The root cause was unable to be determined, no physical or any other damaged was found on interconnect board. The technician replaced the interconnect board and main battery pack. Performed power up process and all functional tests which passed.

Event description:
It was reported that a base hardware failure was observed. No patient injury was reported.